Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed that the rotor was stuck in the motor assembly. If the rotor is not allowed to rotate freely, heat will be generated due to excessive friction among mating components. Additionally, the power cord was found to be damaged, which can also cause the motor assembly to generate heat when the drill is operated. The motor assembly and rotor assembly were replaced, and the device was returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, with no report of a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.